Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and device dislocation ('migration of implant/right occlusion only') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and pregnant. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: both tubal ostia visualized. 8 to 9 coils protruding on the right. 1 to 2 on the left the device deployed and only 1 to 2 coils were visualized on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: the left essure coil appears coiled in the left cornu. The left salpinx is patent with free spillage into the right occlusion only. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event abdominal pain added. Lab data updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.